Manufacturer narrative:
This report is submitted on july 27, 2021.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system due to loss of abutment.